Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for a complete circumferential shaft break at the proximal balloon glue joint. The investigation is inconclusive for hole in material as inflation testing could not be performed due to the break. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. It is possible that the customer perceived the shaft break as a hole in the balloon. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that a hole/slit was observed on the atlas pta balloon prior to the first inflation. The pta was retracted without issue. A new pta balloon was inserted with the original sheath and the procedure was complete without incident. There was no report of patient injury.